Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) alarm situation check patient line (with air in line), this situation occurred during initial drain. The technical service representative (tsr) assisted the home patient (hp) as the caregiver (cg) stated they had air in the patient line. The tsr advised the cg would need to start over with new supplies. The tsr advised the cg to check patient line prior to connecting hp to make sure patient line primes to top. The patient was involved, but there was no patient injury or medical intervention reported. Baxter contacted the nurse on (B)(6) 2011. The nurse stated that the event was due to the patient as the patient was not adapting well to therapy. The patient had continued on with therapy ok and there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The sample and the lot number were not available, therefore, no evaluation or batch review could be performed. This complaint was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.